Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery door latches and thermistor barrel. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action (B) (4). This is a final report.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in an unspecified area of the "diseased" left anterior descending artery. The physician selected a 3.0x28mm promus element stent for placement. Following loading the stent delivery system onto the guidewire and before entering the hemostatic valve, the physician noted damage to the distal stent struts. The procedure was completed with another of the same device with no problem. There were no reported patient complications. This product is only ous approved but it is similar to an approved us device.

Event description:
The customer reported that they did not receive a "lo" on their freestyle navigator. The customer received a reading of 84 mg/dl from the continuous monitoring mode on their freestyle navigator. However, the customer experienced a loss of consciousness and when the paramedics arrived more than 30 minutes later they received a blood glucose reading of under 30 mg/dl on an unknown meter. The paramedics treated the customer with unknown intravenous fluids and glucose tablets. The customer also ate food to help counteract the medical event. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: there was no report that the customer used the blood glucose mode (traditional blood glucose testing). According to label copy, any adjustments to diabetes management must be based on traditional blood glucose results only. In addition, if the customer's results from the continuous monitoring mode do not reflect how they feel, they should test their glucose using the blood glucose mode.